Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. The external visual inspection of this customer returned gds system revealed that this unit was missing the da board and the o2 valve solenoid with no signs of damage or contamination. The gds was installed into the failure investigation test ventilator to verify and test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned gds was found to be out of specifications due to a faulty u1 on the air flow sensor printed circuit board assembly. The u1 and the eeprom on the air flow sensor printed circuit board assembly were both replaced. From this repair, the device then passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator that failed an oxygen concentration accuracy test. No patient involvement / harm.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/09//2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a ventilator that failed an oxygen concentration accuracy test. No patient involvement / harm.